Event description:
Reporter alleged obtaining a discrepant blood glucose value of 239 mg/dl back to back with a result of 40 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated she had taken 15 units of novolog and 30 units of lantus about 30 minutes prior to the readings. Reporter stated that two days later, she obtained an additional comparison of 149 mg/dl back to back with a result of 32 mg/dl within 10 minutes on the same system. Reporter stated that she had the sweats, blurred vision, felt nauseated, shaky, and felt as if she couldn't walk. Reporter stated she self-treated with glucose tabs, did not take her insulin that day, and continued eating throughout the day. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the strips and so no product will be returned for evaluation.